Event description:
It was reported that the battery housing opened during a surgical procedure. There is no report that the battery fell into the surgical site. The surgeon used another device that was available to finish the procedure. There is no allegation of adverse consequences associated with this event.

Manufacturer narrative:
A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance to the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process. A follow-up report will be submitted when the root cause has been determined.